Event description:
It was further reported that the lesion was located in the mid right coronary artery, was 95% stenosed, with a length of 5.0 mm and reference vessel diameter of 4.00 mm. The physician treated the lesion with pre-dilatation and placement of a 3.5 x 12 mm study stent and post-dilatation with 0% residual stenosis. A non-target lesion located in the mid left anterior descending artery was treated during the index procedure with placement of a 3.0 x 12 mm taxus express 2 stent. The patient was discharged on aspirin and clopidogrel. At the time of the event in (B)(6) 2011, the clinical diagnosis was reported as acute infero-posterior myocardial infarction. A 3.0 x 32 mm taxus liberte stent was then placed just proximal to the origin of the large posterior left ventricular branch. Mid right coronary artery.' This lesion was then treated with placement of a 4.0 x 12 mm veriflex stent. The core lab report notes 7.47% stenosis of the target lesion in the mid rca with in-stent restenosis pattern known. Thrombus absent, remote target vessel re-intervention. Stent patent at follow up. However, distal rca is totally occluded. Intraluminal filling defects seen distally to the target lesion segment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR# 2134265-2011-05489. (B)(4) clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction. The target lesion was located in the mid right coronary artery with 95% stenosis, a length of 5.0 mm and reference vessel diameter of 4.00 mm. The physician treated the lesion with pre-dilatation and implanting a 3.5 x 12 mm taxus perseus stent and post-dilatation with 0% residual stenosis. A non-target lesion located in the mid left anterior descending artery was treated during the index procedure with placement of a 3.0 x 12 mm taxus express 2 stent. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2011, the patient was admitted with chest pain associated with shortness of breath. ECG revealed marked st elevation in the inferior leads with st depression in the lateral leads and v-2 in keeping with inferoposterior myocardial infarction. The clinical diagnosis was reported as acute inferoposterior myocardial infarction. Cardiac catheterization was recommended. Angiography revealed a patent rca stent but the distal rca was totally occluded. The distal right coronary artery and the 1st right posterolateral were treated with thrombectomy, pre dilatation and placement of a 2.5 x 15 mm promus stent in the distal posterior left ventricular branch. A 3.0 x 32 mm taxus liberte stent was then placed just proximal to the origin of the large posterior left ventricular branch. On the proximal edge of the taxus liberte stent, there was an area of residual narrowing and significant step down from a very large caliber mid right coronary artery. This lesion was then treated with placement of a 4.0 x 12 mm veriflex stent with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel.